Event description:
It was reported that the stenoscope system had no image during a case. The stenoscope system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the serivce call. The system was tested and found to be working as intended, and put back into service.